Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to (B)(6) 2025. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was removed from the patient's operative eye after it rotated and did not sit in the bag. The remove iol was replaced with a three-piece lens. No vitrectomy was performed on the patient. The original lens was discarded and will not be returned. No further information was provided.